Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during the investigation, a review of the black box history showed multiple loss of prime warnings with low non-zero force. The pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. Force calibration testing was found to be within specification. The pump was exercised for 24 hours with no alarms, or a prime issue occurring. A prime issue was not duplicated during the investigation.

Manufacturer narrative:
Follow up #2 date submitted: 28-feb-2018 the insulin cartridge was returned to the manufacturer and investigation completed on 14-feb-2018 with the following findings: on investigation of the cartridge, the luer lock connector was found to be damaged.